Event description:
It was reported that the right ventricular lead impedance decreased significantly. X-ray revealed what appeared to be a breech in the insulation. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.